Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. In addition, it was reported that multiple cartridges leaked insulin at the cartridge tubing. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed. Customer's blood glucose level ranged from 124-125 mg/dl.